Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4). Batch/lot number: 21275004, model/catalog description: linear 3-6 lead 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 21096154, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients incision was leaking. It was also reported that there was a bulge on the back of the patients head. The patient underwent explant.